Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00019 on jan 23, 2023. Additional information feb 01, 2023: an outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result (elevated >IFU 99th% 45 pg/ml) using lot 076 on one patient. The sample was repeated on the same atellica im analyzer, and the result was elevated. The same sample was tested on an alternate method at a different laboratory and the results were negative. Siemens reviewed the available information to evaluate for a potential product problem. Qc was within acceptable limits and the results were reproducible indicating a patient/sample specific cause. Test date: (B)(6) 2023. Atellica im [irh006041934] tnih initial result: 281.3pg/ml. Atellica im [irh006041934] tnih repeat result: 285.35 pg/ml. Alternate method (method unknown): negative. Alternate troponin I method numeric results are not available. No sample remaining to be further investigated by siemens. Frequency of occurrence is not available. As per the atellica im tnih instructions for use (IFU), there are several cardiac and non cardiac causes for elevated troponin in the absence of myocardial infarction. In addition heterophile antibodies and immune complexes ie macro troponin can case falsely elevated troponin I results. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method for troponin I will have similar results. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated on the same atellica im analyzer, and the result was elevated. The same sample was tested on an alternate method at a different laboratory and the results were negative. There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant atellica im tnih results.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated on the same atellica im analyzer, and the result was elevated. The same sample was tested on an alternate method at a different laboratory and the results were negative. As a part of troubleshooting, the sample was tested on another atellica im in a different lab on a different day and the results were elevated. Calibration and quality control (qc) have been within specifications for tnih. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.